Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" and "ventilator inoperative" alarm condition occurred. The device's system board and blower motor were replaced to address the issues.